Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 300 mg/dl. The customer reported that they had pump error alarm multiple times every time pump restarts and during rewind they had error.customer stated that they were not able to rewind the pump. The customer was advised to the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions.the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Pump error 38 unknown.